Event description:
Customer alleges false positive troponin I (tni) with triage meter: collection time 1st sample 02:10; 2nd sample 02:44. Time tested 1st sample 02:32, 2nd sample 03:05. Results from triage meter: 1st sample-tni 0.11, ckmb 2.3, myo 50.8; 2nd sample-tni 0.15, ckmb 3.4, myo 66.3. Cutoff for tni: >0.05. Beckman results- tni- 0.00. Sample type lithium heparin. Time collected 02:44. Time tested 03:34. Pt's initial complaint was an anxiety attack.

Manufacturer narrative:
Product support has previously conducted testing of (B)(4). The device lot functioned within the manufacture release specifications with the positive and negative control samples. No product deficiency was established. No sample was returned for testing; product support was unable to verify the customer's result. Product support could not rule out any sample specific or environmental factor that may have affected analyte recovery. This issue will be tracked and trended to detect any further occurrence.